Event description:
We received an allegation of questionable inr results with coaguchek xs meter serial number (B)(6) . At 5:00 pm, the meter result was 6.0 inr. At 5:02 pm, the meter result was 3.5 inr. At 5:04 pm, the meter result was 2.3 inr. Customer's therapeutic range is 2.0-3.0 inr. The customer tests on a weekly basis.

Manufacturer narrative:
The meter and test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.